Event description:
It was reported to philips that the device was in need of an evaluation due to an undetermined error. The authorized service provider (asp) later clarified there was no device error; the customer requested to have the chinese language displayed on the device interface. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was in need of an evaluation due to an undetermined error. There was no patient involvement.